Event description:
The reporter stated that her husband had gotten the er1 message one time last month. She reported that they retested with a new test strip and obtained a result within the 100 range, but she did not know what the exact number was. She stated that the control solution tests had never been done.